Event description:
Iit was reported that the suture was cut from the catheter. A 10.3/25 expel drainage catheter with twist-loc hub was selected for use. During the procedure, the physician placed the device to the target area and was successful. He attempted to loop the device by pulling the suture and he found suture was cut from the catheter. The procedure was completed with another of the same device. No patient complications were reported. The patient was stable after the procedure.